Event description:
This report was received from a (B)(6) layperson (pt) on (B)(6) 2013 and reported by (B)(4): the pt was treated (B)(6) 2013 with 0.5ml in the nose area. The pt reported receiving terrible side effects, "looked like a cancer pt," pains, bruises, cracking, tingling under the skin, black and sunken eyes. The adverse effects have been ongoing for 8-10 weeks. The pt stayed home for 3 weeks because she was too embarrassed to go out. Follow-up information was received from the pt on (B)(6) 2013 including photos of her face. The treating physician has not been reached despite several attempts. Follow-up information was received from the pt on (B)(6) 2013. A few days after she had received the injection she sent the photos to her physician. The pt stated that, "she was devastated and very afraid." She felt that, "she looked grotesque and the pain was enormous." The physician prescribed antibiotics (not further specified) online and told the pt to stay at home. She met with the physician on (B)(6) 2013. The pt stated the physician did not provide an explanation as to why this happened to her. A diagnosis of necrosis by medical experts of (B)(4) was made, based on the photos. Further follow-up from the pt on (B)(6) 2013 reports the black scab is gone; however, the area is still blue/red and swollen. The pain is worse in the night and in the morning. In the day, the pt stated that she takes alredon (paracetamol). The type of pain was described by the pt as a "sharp pain." The pt stated that, "it feels like the nose is pulled down." The pt states that she felt pain soon after the syringe. The first photo was six hours after the syringe. The nose was white/purple. Further follow-up reported by the physician on (B)(6) 2013 states that the pt's treatment included paracetamol (500mg x 3, 04/08/2013) and an antibiotic, cefadroxil (500mg x2 2 vii). The physician states that this was probably an infection. It was a secreting wound and crust forming. Date reaction started, approx (B)(6) 2013. Date reaction ended: approx (B)(6) 2013. The physician states the pt is recovered/resolved although there is a possibility of superficial scarring but it is too early to know.

Manufacturer narrative:
The radiesse lot number was not provided; therefore, no DHR review could be performed.